Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a review of the device noted an opening on the posterior side, assessed as unidentified tear and missing piece of shell assessed as inconclusive. The shell thickness was within specification

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional confirmed left side rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03apr2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported unknown side rupture. Device has been explanted.